Event description:
It was reported the single use aspiration needle's sheath was observed to be "shredding". This was noted during an ebus procedure (endobronchial ultrasound). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.